Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending (lad) artery. The opticross 6 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ivus catheter was advanced in the distal lad and activated for live imaging; however, each attempt to initiate pullback caused the system to shut off immediately. The telescope was re advanced in the closed position, the same shutdown occurred. Fluoroscopy revealed the proximal marker retracted inside the microcatheter while the telescope remained closed. The ivus camera broke off inside the micro catheter. The device was simply removed in one piece, and the procedure was completed using alternative device. No complications were reported and patient is fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed, no issues, the device appears to be in good conditions. The guidewire exit port and distal section of the tip were in good condition. During functional test, the telescope fully retracted and fully advanced properly. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Also, the auto pullback was performed with the sled correctly device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending (lad) artery. The opticross 6 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ivus catheter was advanced in the distal lad and activated for live imaging; however, each attempt to initiate pullback caused the system to shut off immediately. The telescope was re advanced in the closed position, the same shutdown occurred. Fluoroscopy revealed the proximal marker retracted inside the microcatheter while the telescope remained closed. The ivus camera broke off inside the micro catheter. The device was simply removed in one piece, and the procedure was completed using alternative device. No complications were reported and patient is fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending (lad) artery. The opticross 6 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ivus catheter was advanced in the distal lad and activated for live imaging; however, each attempt to initiate pullback caused the system to shut off immediately. The telescope was re advanced in the closed position, the same shutdown occurred. Fluoroscopy revealed the proximal marker retracted inside the microcatheter while the telescope remained closed. The ivus camera broke off inside the micro catheter. The device was simply removed in one piece, and the procedure was completed using alternative device. No complications were reported and patient is fully recovered.